Event description:
It was reported that the patient presented during clinical follow-up. Upon interrogation, it was noted that the pacemaker exhibited radio frequency telemetry anomaly. The reported device was explanted and replaced on 23 dec 2022. The patient was in stable condition.